Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. Unit received with corroded electronic assemblies. Unit received with corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after he went running with the device on. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.